Manufacturer narrative:
Additional information was received on august 1st, 2025, stating the distributor received the pump for evaluation and the pump history was reviewed. It was noted that the patient's blood sugar regularly rose, and the pump would regulate the patient's blood sugar. During troubleshooting, the pump was found to be in working condition and dispensed insulin as expected.

Event description:
A distributor complaint was reported involving a patient who experienced hyperglycemia with acetonemia, leading to hospitalization on (B)(6) 2025; blood glucose(bg) value was not provided. No additional information was received regarding the outcome of the event or treatment and customer's condition.